Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing. The physician elected to replace the implantable pulse generator (ipg) and the lead at this time. Implanted-07/31/96. Out of service-08/29/96. Implant days-30.